Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, inappropriate automatic mode switch caused by right atrial lead noise oversensing was observed. The lead was reprogrammed to resolve the issue. The patient was in stable condition throughout.